Event description:
Vasoview hemopro 2 endoscopic vessel harvesting system was used to harvest the saphenous vein in the patient's leg. The vein holder's plastic end broke into two seperate pieces. No harm evident physical or otherwise.